Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation as no images were submitted and the device remains in use. Evaluation of the submitted log files confirmed the reported low flow alarms. The account communicated that the alarms were caused by the outflow graft thrombus and resolved upon its removal. The controller event log file contained events from 21mar2023. Several low flow hazard alarms were captured throughout the file. Additionally, the controller periodic log file contained data from 10mar2023 through 21mar2023. An overall, downward trend in pump flow was observed beginning on 17mar2023. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations, such as changes in patient condition, that can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient started experiencing multiple low flow alarms on (B)(6) 2023. The event log file confirmed that there was a downward trend of average flow values. Additional information stated that the cause of the low flows was outflow graft (ofg) thrombus. The thrombus was confirmed by computed tomography (CT) heart scan with contrast on (B)(6) 2023. The patient underwent ofg thrombus removal and replacement of proximal outflow via left thoracotomy on (B)(6) 2023. The patient did not experience any symptoms and was reported as in stable condition.